Event description:
It was reported that the lens became vaulted assymetrically (z-syndrome) approximately 30 days post implant. The surgeon performed yag and repositioned the lens. This report pertain to the pt's right eye.

Manufacturer narrative:
Investigation of this event is in progress. A supplemental report will be submitted upon completion of the investigation.